Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts and pump battery was noted to be rapidly depleting despite the attempted use of multiple power sources. There was no reported impact to the customer's blood glucose level. Customer indicated another pump was available for backup insulin therapy.